Event description:
Instrument was returned for repair only. It was found to have tip broken off and missing. Hospital could not answer as to how or when the device broke or as to the location of the missing piece. No patient injury or delay had been reported in association with this instrument.